Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. After warmup, the cgm was 230 mg/dl. The bg was not checked. The patient collapsed and lost consciousness in the front yard. A passerby contacted paramedics. When paramedics arrived, the bg was 34 mg/dl and the cgm was not reported at that time. At an unspecified time during the event, the sensor failed after warmup following? Or hourglass icon for 5 hours. The patient was treated with an unspecified IV and was taken to the hospital. The patient regained consciousness at the hospital. The IV continued and he was observed. At the time of the report, the patient was feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.